Event description:
This is a solicited case report received from a female consumer of unspecified age in united states on 04-feb-2015 who was involved in a active online listening, study number: (B)(4). Study description: essure generic active online listening. Consumer had essure inserted and stated that one essure kinked up in one tube and the other migrated out of place. She stated that was facing a hysterectomy. Product technical complaint investigation was received on 20-feb-2015: the bayer ptc global reference number is (B)(4). The final assessment was: the term kinked used by the reporter is referred to the device appearance in which the coil may become twisted during detachment. Kinked is not indicate device breakage. This is social media report which is not confirmed. Since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. According to the technical assessment the reported kinked used by the reporter refers to the device appearance in which the coil may become twisted during detachment, but not indicate a breakage. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 22-mar-2016 from consumer via social media with additional information on 22-mar-2016 (internal review). Case was upgraded to incident: the consumer reported chronic inflammatory response and stated she was poisoned by essure. After internal review, the case (B)(4) was identified as duplicate of this present case; all information from duplicate case has been transferred. The case has been identified during monitoring of postings on an FDA hosted docket website (case# (B)(4)). The consumer was (B)(6) and had a tilted uterus. Essure was inserted in (B)(6) 2009 for birth control. The insertion procedure was done in the or; she had a little cramping upon waking and some bleeding; she ended up taking half of the next week of. About 6 weeks after having essure, she was in a chair and twisted a bit and had horrible pain, felt like she got stabbed. The hsg (hysterosalpingogram) test was done and it was painful and horrible. They had a sales representative in the room and he said everything was blocked. From that day she never gave essure another thought. She began to get night sweats. Another symptom in the middle of the night was she would wake up feeling really nauseated; she would get very pale and very sick but never throw up. There was no pattern. Other times she'd wake up itching; a maddening itching on her shoulders, it was also while sleeping but no rash was visible, she stated it was coming from the inside out. In (B)(6) 2009, the month after she went off the pill her monthly pms (understood as pre-menstrual syndrome) migraines increased to way more often. She could get 15-20 headaches a month; she started acupuncture and monthly massages to see if it would help, her neck starting aching and it would drive her nuts and turn into migraine. She had to cut her hours at work as she could not handle the pain. In 2013, her mood went south as she felt something was wrong and she was near having a nervous breakdown. In 2014, she could barely exercise; she ended up with two sprains. She had a blood test done and seemed normal except for low vitamin d; she took topaz for migraines as suggested and had bad reactions. She saw a neurologist and told him she ache all over and had fibromyalgia symptoms; he gave her topamax and suggested less caffeine, which didn't help and she had fever for 5 days. She also reported an unexplained bruise appeared across her nose and then in her belly; she experienced horrible bloating which she tried to treat but had no relief. Then her memory started getting off, short term was affected. In the summer of 2014, her lower back started aching; her pms would bring pain and period time became dreadful for pain. On unspecified date, she saw her x-rays at her chiropractor and one coil was totally out of place and looked to be in her uterus; the other looked in place but kinked into a v shape. On (B)(6) 2015, she had a full unnecessary hysterectomy; one ovary was left for some hormones. Ptc global number: (B)(4). Final assessment: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had some bleeding after the procedure (interpreted as procedural bleeding). Six weeks after insertion she developed pain (interpreted as pelvic pain). On an unspecified date, an x-ray was performed and one coil was found totally out of place and looked to be in her uterus. She underwent a hysterectomy (6 years after essure insertion). These events are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion into the uterus/cervix or out of the body and can result in pelvic pain and bleeding. In this case, although the exact mechanism of essure expulsion was not know, given events nature, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required (hysterectomy performed). Based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected (social media case).

Manufacturer narrative:
This 44-year-old female patient was identified during an active online listening program. The patient had essure (batch no: 626438) inserted for female sterilization. This case describes the occurrence of device expulsion ("one coil was totally out of place and looked to be in her uterus / coil migration to my uterus"), pelvic pain ("horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was"), post procedural haemorrhage ("some bleeding") and allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure"). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil" in 2009 and device kink "kinked up in one tube/the other looked in place but kinked into v shape". The patient's medical history included depression. Denied tobacco and alcohol. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin, lybrel from on (B)(6) 2008, ovconso from on (B)(6) 2007 to on (B)(6) 2008, yasmin from 2006 to on (B)(6) 2007, seasonate from 2005 to 2006 and ortho-novum in 2005. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as fexofenadine; pseudoephedrine since 2004. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("my lower back started aching / lower back pain (severe and persistent)") and arthralgia ("knee pain / joint pain (severe and persistent)"). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), the first episode of procedural pain ("little cramping"), the second episode of procedural pain ("the hsg was painful and horrible"), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating/ belly is swelling"), nausea ("nauseated (very sick but never throw up)") with pallor, adnexa uteri pain ("pain in ovaries"), anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity"), food allergy ("food sensitivity") and pain ("stabbing pain"). On (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 4 years 9 months after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up wih two sprains"). On (B)(6) 2016, the patient experienced the first episode of contusion ("unexplained bruise on arms after essure removed") and dyspareunia ("cramping after sex 11 months post op"). On an unknown date, the patient experienced inflammation ("chronic inflammatory response"), device toxicity ("poisoned"), night sweats ("night sweats"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days"), the second episode of contusion ("unexplained bruise appeared across my nose"), memory impairment ("memory really started getting off, short term was affected/ memory loss"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues") with dyspepsia, fatigue ("extreme fatigue/ exhausted/ tired"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), allergy to metals (seriousness criterion medically significant) with pruritus, emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"), gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal"), insomnia ("can't sleep/ insomnia"), bladder irritation ("bladder is irritated"), the third episode of procedural pain ("pains after hysterectomy"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasms") and dizziness ("dizziness") and was found to have vitamin d decreased ("low vitamin d") and uterine leiomyoma ("fibroid on my uterus"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride (alegra), oral contraceptive nos, rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (robotic full hysterectomy on (B)(6) 2015 and robotic full hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device expulsion had resolved. On (B)(6) 2015, the pruritus had resolved. In 2015, the pain in extremity, pain, bacterial vaginosis, inflammation, pyrexia, fatigue, muscle spasms and dizziness had resolved. In 2016, the pelvic pain, back pain, arthralgia, adnexa uteri pain and neck pain had resolved. At the time of the report, the post procedural haemorrhage, nausea, anxiety, multiple chemical sensitivity, mental disorder, dysmenorrhoea, ligament sprain, dyspareunia, night sweats, vitamin d decreased, fibromyalgia, the last episode of contusion, premenstrual syndrome, dyspepsia, abdominal pain, mood swings, emotional distress, gastrointestinal bacterial overgrowth, insomnia, uterine leiomyoma, bladder irritation and the last episode of procedural pain outcome was unknown, the device toxicity, memory impairment and feeling abnormal had not resolved, the abdominal distension and allergy to metals had resolved and the food allergy and migraine was resolving. The relationship of gastrointestinal bacterial overgrowth to treatment with essure was not reported. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, bladder irritation, device expulsion, device toxicity, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, feeling abnormal, fibromyalgia, food allergy, inflammation, insomnia, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, muscle spasms, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, uterine leiomyoma, vitamin d decreased, the first episode of contusion, the first episode of procedural pain, the second episode of contusion, the second episode of procedural pain and the third episode of procedural pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since on (B)(6) 2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolver after essure removal : excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, knee pain, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: results: everything was blocked. Ultrasound scan: on (B)(6) 2015: results: small fibroids. X-ray: in 2015: results: one coil migrated in uterus and one was bent. 2013: pap smear, abnormal (unspecified). On (B)(6) 2015: pathology report: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. The case has been identified during monitoring of postings on an FDA hosted docket website (case#: FDA-2014-n-0736-0015 and FDA-2014-n-0736-0192). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth, migraine, abdominal distension, back pain, nausea, night sweats, memory impairment, neck pain, arthralgia, pruritus, contusion, fibromyalgia, inflammation, fatigue and depressed mood. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: events added: muscle spasms and dizziness. Heartburn was added as symptom of digestive issues. Treatment drug and event outcome were added. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Year-old female patient was identified during an active online listening program. The patient had essure (batch no. 626438) inserted for female sterilization. The report describes a case of device expulsion ("one coil was totally out of place and looked to be in her uterus / coil migration to my uterus"), pelvic pain ("horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was"), post procedural haemorrhage ("some bleeding") and allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure"). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil" in 2009 and device kink "kinked up in one tube/the other looked in place but kinked into v shape". Medical conditions: denied tobacco and alcohol. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin on 17-dec-2008, ovconso from 22-jun-2007 to 14-apr-2008, yasmin from 2006 to 21-jun-2007, seasonate from 2005 to 2006, ortho-novum in 2005 and lybrel. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as allegra-d since 2004. On 20-feb-2009, the patient had essure inserted. In february 2009, the patient experienced back pain ("my lower back started aching / lower back pain (severe and persistent)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), the first episode of procedural pain ("little cramping"), the second episode of procedural pain ("the hsg was painful and horrible"), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating"), nausea ("nauseated (very sick but never throw up)") with pallor, adnexa uteri pain ("pain in ovaries"), arthralgia ("knee pain / joint pain (severe and persistent)"), anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity"), food allergy ("food sensitivity") and pain ("stabbing pain"). In july 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up wih two sprains"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammatory response"), device toxicity ("poisoned"), night sweats ("night sweats"), vitamin d decreased ("low vitamin d"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days"), contusion ("unexplained bruise appeared across my nose"), memory impairment ("memory really started getting off, short term was affected"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues"), fatigue ("extreme fatigue"), bacterial vaginosis ("bacterial vaginosis"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), allergy to metals (seriousness criterion medically significant) with pruritus, emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)") and gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal"). The patient was treated with topiramate (topamax), alprazolam (xanax), rizatriptan (maxalt), axotal (fioricet), oral contraceptive nos, and surgery (robotic full hysterectomy on 07-apr-2015). Essure was removed on 7-apr-2015. In 2016, the back pain, pelvic pain, adnexa uteri pain, arthralgia and neck pain had resolved. At the time of the report, the post procedural haemorrhage, the last episode of procedural pain, pruritus, nausea, anxiety, pain in extremity, multiple chemical sensitivity, food allergy, pain, mental disorder, dysmenorrhoea, ligament sprain, device expulsion, night sweats, vitamin d decreased, fibromyalgia, pyrexia, contusion, memory impairment, premenstrual syndrome, dyspepsia, bacterial vaginosis, abdominal pain, mood swings, emotional distress and gastrointestinal bacterial overgrowth outcome was unknown, the abdominal distension, inflammation and device toxicity had not resolved, the migraine was resolving and the allergy to metals had resolved. The relationship of gastrointestinal bacterial overgrowth to treatment with essure was not reported. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, contusion, device expulsion, device toxicity, dysmenorrhoea, dyspepsia, emotional distress, fatigue, fibromyalgia, food allergy, inflammation, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, vitamin d decreased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since 17-apr-2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on 25-nov-2013, for abdominal pain on 29-jan-2015, for excessive bleeding on 17-apr-2014 and for mood swings on 20-nov-2014. Symptoms resolver after essure removal : excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, knee pain, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on 5-jun-2009: everything was blocked x-ray - in 2015: one coil migrated in uterus and one was bent 2013 - pap smear, abnormal (unspecified) 07jul2015 - pathology report: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. The case has been identified during monitoring of postings on an FDA hosted docket website (case# FDA-2014-n-0736-0015 and FDA-2014-n-0736-0192). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Year-old female patient was identified during an active online listening program. The patient had essure (batch no. 626438) inserted for female sterilization. The report describes a case of device expulsion ("one coil was totally out of place and looked to be in her uterus / coil migration to my uterus"), pelvic pain ("horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was"), post procedural haemorrhage ("some bleeding") and allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure"). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil" in 2009 and device kink "kinked up in one tube/the other looked in place but kinked into v shape". The patient's past medical history included depression. Denied tobacco and alcohol. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin on (B)(6) 2008, ovconso from (B)(6) 2007 to (B)(6) 2008, yasmin from 2006 to (B)(6) 2007, seasonate from 2005 to 2006, ortho-novum in 2005 and lybrel. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as allegra-d since 2004. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("my lower back started aching / lower back pain (severe and persistent)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), the first episode of procedural pain ("little cramping"), the second episode of procedural pain ("the hsg was painful and horrible"), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating/ belly is swelling "), nausea ("nauseated (very sick but never throw up)") with pallor, adnexa uteri pain ("pain in ovaries"), arthralgia ("knee pain / joint pain (severe and persistent)"), anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity"), food allergy ("food sensitivity") and pain ("stabbing pain"). In (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up wih two sprains"). In (B)(6) 2016, the patient experienced the first episode of contusion ("unexplained bruise on arms after essure removed") and dyspareunia ("cramping after sex 11 months post op"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammatory response"), device toxicity ("poisoned"), night sweats ("night sweats"), vitamin d decreased ("low vitamin d"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days"), the second episode of contusion ("unexplained bruise appeared across my nose"), memory impairment ("memory really started getting off, short term was affected"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues"), fatigue ("extreme fatigue/ exhausted/ tired"), bacterial vaginosis ("bacterial vaginosis"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), allergy to metals (seriousness criterion medically significant) with pruritus, emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"), gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal"), insomnia ("can't sleep/ insomnia"), uterine leiomyoma ("fibroid on my uterus"), bladder irritation ("bladder is irritated"), the third episode of procedural pain ("pains after hysterectomy") and feeling abnormal ("brain fog"). The patient was treated with topiramate (topamax), alprazolam (xanax), rizatriptan (maxalt), axotal (fioricet), oral contraceptive nos, and surgery (robotic full hysterectomy on (B)(6) 2015) and essure was removed on (B)(6) 2015. In 2016, the back pain, pelvic pain, adnexa uteri pain, arthralgia and neck pain had resolved. At the time of the report, the post procedural haemorrhage, pruritus, nausea, anxiety, pain in extremity, multiple chemical sensitivity, food allergy, pain, mental disorder, dysmenorrhoea, ligament sprain, dyspareunia, device expulsion, night sweats, vitamin d decreased, fibromyalgia, pyrexia, the last episode of contusion, memory impairment, premenstrual syndrome, dyspepsia, fatigue, bacterial vaginosis, abdominal pain, mood swings, emotional distress, gastrointestinal bacterial overgrowth, insomnia, uterine leiomyoma, bladder irritation and the last episode of procedural pain outcome was unknown, the abdominal distension, inflammation, device toxicity and feeling abnormal had not resolved, the migraine was resolving and the allergy to metals had resolved. The relationship of gastrointestinal bacterial overgrowth to treatment with essure was not reported. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, bladder irritation, device expulsion, device toxicity, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, feeling abnormal, fibromyalgia, food allergy, inflammation, insomnia, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, uterine leiomyoma, vitamin d decreased, the first episode of contusion, the first episode of procedural pain, the second episode of contusion, the second episode of procedural pain, the third episode of procedural pain, pain and pruritus to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6) 2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolver after essure removal : excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, knee pain, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: everything was blocked. Ultrasound scan - on (B)(6) 2015: small fibroids. X-ray - in 2015: one coil migrated in uterus and one was bent. 2013 - pap smear, abnormal (unspecified). (B)(6) 2015 - pathology report: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. The case has been identified during monitoring of postings on an FDA hosted docket website (case# (B)(4)). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth, migraine, abdominal distension, back pain, nausea, night sweats, memory impairment, neck pain, arthralgia, pruritus, contusion, fibromyalgia, inflammation, fatigue and depressed mood. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet, medical records received and social media were provided. Ultrasound results (on (B)(6) 2015), patient's historical condition (depression). New events extracted from social media report: can't sleep/ insomnia, fibroid on my uterus, bladder is irritated, pains after hysterectomy, brain fog, unexplained bruise on arms after essure removed and cramping after sex 11 months post op. Outcome of the events: lower back pain, neck pain, have resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0015) on 04-feb-2015. The most recent information was received on 02-dec-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This case was reported by a lawyer and describes the occurrence of device expulsion ('one coil was totally out of place and looked to be in her uterus / coil migration to my uterus'), pelvic pain ('horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was'), salpingitis ('inflammation doesn't stop in our tubes'), post procedural haemorrhage ('some bleeding') and allergy to metals ('allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure') in a 44-year-old female patient who had essure (batch no. 626438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil" in 2009 and device kink "kinked up in one tube/the other looked in place but kinked into v shape". The patient's medical history included depression. Denied tobacco and alcohol. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin, lybrel from 14-apr-2008 to 17-dec-2008, ovconso from 22-jun-2007 to 14-apr-2008, yasmin from 2006 to 21-jun-2007, seasonate from 2005 to 2006 and ortho-novum in 2005. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as fexofenadine;pseudoephedrine since 2004. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("my lower back started aching / lower back pain (severe and persistent)") and arthralgia ("knee pain / joint pain (severe and persistent)"). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), the first episode of procedural pain ("little cramping"), the second episode of procedural pain ("the hsg was painful and horrible"), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating/ belly is swelling/ a giant belly"), nausea ("nauseated (very sick but never throw up)") with pallor, adnexa uteri pain ("pain in ovaries"), anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity"), food allergy ("food sensitivity") and pain ("stabbing pain"). In (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 4 years 9 months after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up with two sprains"). In (B)(6) 2016, the patient experienced bruising of arm ("unexplained bruise on arms after essure removed") and dyspareunia ("cramping after sex 11 months post op"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device toxicity ("poisoned"), night sweats ("night sweats"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days"), bruising of face ("unexplained bruise appeared across my nose"), memory impairment ("memory really started getting off, short term was affected/ memory loss"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues") with dyspepsia, fatigue ("extreme fatigue/ exhausted/ tired"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), allergy to metals (seriousness criterion medically significant) with pruritus, emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"), gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal"), insomnia ("can't sleep/ insomnia"), bladder irritation ("bladder is irritated"), postoperative pain ("pains after hysterectomy"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasms"), dizziness ("dizziness"), inflammation ("chronic inflammatory response, inflammation spreads through entire body causing havoc") and trigeminal neuralgia ("trigeminal neuralgia") and was found to have vitamin d decreased ("low vitamin d") and uterine leiomyoma ("fibroid on my uterus"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride (alegra), oral contraceptive nos, rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (robotic full hysterectomy on (B)(6) 2015 and robotic full hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device expulsion had resolved. In (B)(6) 2015, the pruritus had resolved. In 2015, the pain in extremity, pain, bacterial vaginosis, pyrexia, fatigue, muscle spasms, dizziness and inflammation had resolved. In 2016, the pelvic pain, back pain, arthralgia, adnexa uteri pain and neck pain had resolved. At the time of the report, the post procedural haemorrhage, the last episode of procedural pain, nausea, anxiety, multiple chemical sensitivity, mental disorder, dysmenorrhoea, ligament sprain, bruising of arm, dyspareunia, salpingitis, night sweats, vitamin d decreased, fibromyalgia, bruising of face, premenstrual syndrome, dyspepsia, abdominal pain, mood swings, emotional distress, gastrointestinal bacterial overgrowth, insomnia, uterine leiomyoma, bladder irritation, postoperative pain and trigeminal neuralgia outcome was unknown, the device toxicity, memory impairment and feeling abnormal had not resolved, the abdominal distension and allergy to metals had resolved and the food allergy and migraine was resolving. The reporter provided no causality assessment for gastrointestinal bacterial overgrowth with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, bladder irritation, bruising of arm, device expulsion, device toxicity, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, feeling abnormal, fibromyalgia, food allergy, inflammation, insomnia, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, muscle spasms, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, salpingitis, trigeminal neuralgia, uterine leiomyoma, vitamin d decreased, the first episode of procedural pain, bruising of face, the second episode of procedural pain and postoperative pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6) 2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolver after essure removal : excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, knee pain, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: everything was blocked. Ultrasound scan - on (B)(6) 2015: results: small fibroids. X-ray - in 2015: results: one coil migrated in uterus and one was bent. 2013 - pap smear, abnormal (unspecified) (B)(6) 2015 - pathology report: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. The case has been identified during monitoring of postings on an FDA hosted docket website (case# FDA-2014-n-0736-0015 and FDA-2014-n-0736-0192). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth, migraine, abdominal distension, back pain, nausea, night sweats, memory impairment, neck pain, arthralgia, pruritus, contusion, fibromyalgia, inflammation, fatigue and depressed mood. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: reporter, event ("trigeminal neuralgia") added. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0015 and FDA-2014-n-0736-0192) on 04-feb-2015. The most recent information was received on 16-oct-2019. This 44-year-old female patient was identified during an active online listening program. The patient had essure (batch no. 626438) inserted for female sterilization. The case describes the occurrence of device expulsion ('one coil was totally out of place and looked to be in her uterus / coil migration to my uterus'), pelvic pain ('horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was'), post procedural haemorrhage ('some bleeding'), salpingitis ('inflammation doesn't stop in our tubes') and allergy to metals ('allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure'). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil" in 2009 and device kink "kinked up in one tube/the other looked in place but kinked into v shape". The patient's medical history included depression. Denied tobacco and alcohol. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin, lybrel from (B)(6) 2008, ovconso from (B)(6) 2008, yasmin from 2006 to (B)(6) 2007, seasonate from 2005 to 2006 and ortho-novum in 2005. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as fexofenadine;pseudoephedrine since 2004. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("my lower back started aching / lower back pain (severe and persistent)") and arthralgia ("knee pain / joint pain (severe and persistent)"). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), the first episode of procedural pain ("little cramping"), the second episode of procedural pain ("the hsg was painful and horrible"), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating/ belly is swelling/ a giant belly"), nausea ("nauseated (very sick but never throw up)") with pallor, adnexa uteri pain ("pain in ovaries"), anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity"), food allergy ("food sensitivity") and pain ("stabbing pain"). In (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 4 years 9 months after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up wih two sprains"). In (B)(6) 2016, the patient experienced bruising of arm ("unexplained bruise on arms after essure removed") and dyspareunia ("cramping after sex 11 months post op"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), device toxicity ("poisoned"), night sweats ("night sweats"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days"), bruising of face ("unexplained bruise appeared across my nose"), memory impairment ("memory really started getting off, short term was affected/ memory loss"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues") with dyspepsia, fatigue ("extreme fatigue/ exhausted/ tired"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), allergy to metals (seriousness criterion medically significant) with pruritus, emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"), gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal"), insomnia ("can't sleep/ insomnia"), bladder irritation ("bladder is irritated"), postoperative pain ("pains after hysterectomy"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasms"), dizziness ("dizziness") and inflammation ("chronic inflammatory response, inflammaton spreads through entire body causing havoc") and was found to have vitamin d decreased ("low vitamin d") and uterine leiomyoma ("fibroid on my uterus"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride (alegra), oral contraceptive nos, rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (robotic full hysterectomy on (B)(6) 2015 and robotic full hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device expulsion had resolved. In (B)(6) 2015, the pruritus had resolved. In 2015, the pain in extremity, pain, bacterial vaginosis, pyrexia, fatigue, muscle spasms, dizziness and inflammation had resolved. In 2016, the pelvic pain, back pain, arthralgia, adnexa uteri pain and neck pain had resolved. At the time of the report, the post procedural haemorrhage, the last episode of procedural pain, nausea, anxiety, multiple chemical sensitivity, mental disorder, dysmenorrhoea, ligament sprain, bruising of arm, dyspareunia, salpingitis, night sweats, vitamin d decreased, fibromyalgia, bruising of face, premenstrual syndrome, dyspepsia, abdominal pain, mood swings, emotional distress, gastrointestinal bacterial overgrowth, insomnia, uterine leiomyoma, bladder irritation and postoperative pain outcome was unknown, the device toxicity, memory impairment and feeling abnormal had not resolved, the abdominal distension and allergy to metals had resolved and the food allergy and migraine was resolving. The relationship of gastrointestinal bacterial overgrowth to treatment with essure was not reported. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, bladder irritation, bruising of arm, device expulsion, device toxicity, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, feeling abnormal, fibromyalgia, food allergy, inflammation, insomnia, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, muscle spasms, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, salpingitis, uterine leiomyoma, vitamin d decreased, the first episode of procedural pain, bruising of face, the second episode of procedural pain and postoperative pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6) 2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolver after essure removal : excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, knee pain, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: everything was blocked. Ultrasound scan - on (B)(6) 2015: results: small fibroids. X-ray - in 2015: results: one coil migrated in uterus and one was bent. 2013 - pap smear, abnormal (unspecified) (B)(6) 2015 - pathology report: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. The case has been identified during monitoring of postings on an FDA hosted docket website (case# FDA-2014-n-0736-0015 and FDA-2014-n-0736-0192). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth, migraine, abdominal distension, back pain, nausea, night sweats, memory impairment, neck pain, arthralgia, pruritus, contusion, fibromyalgia, inflammation, fatigue and depressed mood. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: this report was detected to be a duplicate to record # us-bayer-(B)(4) (medwatch 3500a MFR number 2951250-2019-10941) from which all information was transferred to this record (us-bayer-(B)(4) ), then duplicate record # us-bayer-(B)(4) will be deleted. New: event salpingitis ('inflammation doesn't stop in our tubes') was added we received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: FDA-(B)(4)) on 04-feb-2015. The most recent information was received on 23-mar-2020. This 38-year-old female patient was identified during an active online listening program. The patient had essure (batch no. 626438) inserted for female sterilization. The case describes the occurrence of device breakage ('got a broken one'), device expulsion ('one coil was totally out of place / coil migration to my uterus'), pelvic pain ('horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was / pelvic pain') and salpingitis ('inflammation doesn't stop in our tubes'). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil" in 2009 and device kink "kinked up in one tube/the other looked in place but kinked into v shape". The patient's medical history included depression. Denied tobacco and alcohol use. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin, lybrel from (B)(6) 2008 to (B)(6) 2008, ovconso from (B)(6) 2007 to (B)(6) 2008, yasmin from 2006 to (B)(6) 2007, seasonate from 2005 to 2006 and ortho-novum in 2005. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as fexofenadine;pseudoephedrine since 2004. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("some bleeding"), back pain ("my lower back started aching / lower back pain (severe and persistent)"), the first episode of procedural pain ("little cramping") and arthralgia ("knee pain / joint pain (severe and persistent)"). On (B)(6) 2009, the patient experienced the second episode of procedural pain ("the hsg was painful and horrible"). In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating/ belly is swelling/ a giant belly / tummy gets huge"), adnexa uteri pain ("pain in ovaries"), nausea ("nauseated (very sick but never throw up)") with pallor, anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity"), food allergy ("food sensitivity") and pain ("stabbing pain"). In (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up wih two sprains"). In (B)(6) 2015, the patient experienced bruising of face ("unexplained bruise appeared across my nose"). In (B)(6) 2016, the patient experienced dyspareunia ("cramping after sex 11 months post op") and bruising of arm ("unexplained bruise on arms after essure removed"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure") with pruritus, abdominal pain ("abdominal pain / feel weird cramps / cramping"), device toxicity ("poisoned"), night sweats ("night sweats"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days / fevers for up to 5 days at a time"), memory impairment ("memory really started getting off, short term was affected/ memory loss / anesthesia memory probs"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues, heartburn"), fatigue ("extreme fatigue/ exhausted/ tired"), mood swings ("mood swings"), emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"), gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal, my gut is a mess"), insomnia ("can't sleep/ insomnia"), bladder irritation ("bladder is irritated"), postoperative pain ("pains after hysterectomy"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasms"), dizziness ("dizziness"), systemic inflammatory response syndrome ("chronic inflammatory response, inflammaton spreads through entire body causing havoc"), trigeminal neuralgia ("trigeminal neuralgia"), breast pain ("boobs hurt a lot"), arthropathy ("joint problems post op"), dry skin ("dry skin post op") and impaired healing ("slow healing of wounds post op") and was found to have vitamin d decreased ("low vitamin d") and uterine leiomyoma ("fibroid on my uterus"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride (alegra), oral contraceptive nos, rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (robotic full hysterectomy on (B)(6) 2015 and robotic full hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device expulsion had resolved. In (B)(6) 2015, the pruritus had resolved. In 2015, the pain in extremity, pain, bacterial vaginosis, pyrexia, fatigue, muscle spasms, dizziness and systemic inflammatory response syndrome had resolved. In 2016, the pelvic pain, back pain, adnexa uteri pain and neck pain had resolved. At the time of the report, the post procedural haemorrhage, arthralgia, nausea, anxiety, multiple chemical sensitivity, mental disorder, dysmenorrhoea, ligament sprain, bruising of face, dyspareunia, bruising of arm, device breakage, salpingitis, abdominal pain, night sweats, vitamin d decreased, fibromyalgia, premenstrual syndrome, dyspepsia, mood swings, emotional distress, gastrointestinal bacterial overgrowth, insomnia, uterine leiomyoma, bladder irritation, postoperative pain, trigeminal neuralgia, breast pain, arthropathy, dry skin and impaired healing outcome was unknown, the last episode of procedural pain, abdominal distension and allergy to metals had resolved, the device toxicity, memory impairment and feeling abnormal had not resolved and the food allergy and migraine was resolving. The relationship of gastrointestinal bacterial overgrowth to treatment with essure was not reported. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, arthropathy, back pain, bacterial vaginosis, bladder irritation, breast pain, bruising of face, device breakage, device expulsion, device toxicity, dizziness, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, feeling abnormal, fibromyalgia, food allergy, impaired healing, insomnia, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, muscle spasms, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, salpingitis, systemic inflammatory response syndrome, trigeminal neuralgia, uterine leiomyoma, vitamin d decreased, the first episode of procedural pain, bruising of arm, the second episode of procedural pain and postoperative pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6) 2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolver after essure removal: excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. She felt like her body was trying to push the device out and haven't felt well in a while, but never realized that it might be the essure. She observed joint problems, dry skin, slow wound healing post op. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: everything was blocked. Pathology test - on (B)(6) 2015: pathology report: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. Smear cervix - in 2013: abnormal (unspecified). Ultrasound scan - on (B)(6) 2015: small fibroids. X-ray - in 2015: one coil migrated in uterus and one was bent. The case has initially been identified during monitoring of postings on an FDA hosted docket website (case# FDA-b)(4)). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth, migraine, abdominal distension, back pain, nausea, night sweats, memory impairment, neck pain, arthralgia, arthropathy, dry skin, pruritus, contusion, fibromyalgia, inflammation, fatigue, depressed mood, pelvic pain, device expulsion, slow wound healing, abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: consumer posted she had all those symptoms post essure removal (new events:) joint problems, skin dryness, slow healing of wounds. One episode of the event sibo and gastrointestinal disorder were removed, since reported previously. Patient's age at start of the events was amended to 38 years. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: FDA(B)(4)) on 04-feb-2015. The most recent information was received on 29-may-2020. This case case was reported by a lawyer and describes the occurrence of device breakage ('got a broken one'), device expulsion ('one coil was totally out of place / coil migration to uterus'), pelvic pain ('horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was / pelvic pain/ stabbing ain') and salpingitis ('inflammation doesn't stop in our tubes') in a 38-year-old female patient who had essure (batch no. 626438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "kinked up in one tube/the other looked in place but kinked into v shape/ bent coil". The patient's medical history included depression and nulliparous. Denied tobacco and alcohol use. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin, lybrel from (B)(6) 2008 to (B)(6) 2008, ovconso from (B)(6) 2007 to (B)(6) 2008, yasmin from 2006 to (B)(6) 2007, seasonale from 2005 to 2006 and ortho-novum in 2005. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as fexofenadine;pseudoephedrine since 2004. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("some bleeding"), back pain ("my lower back started aching / lower back pain (severe and persistent)"), the first episode of procedural pain ("little cramping") and arthralgia ("knee pain / joint pain (severe and persistent)"). On (B)(6) 2009, the patient experienced the second episode of procedural pain ("the hsg was painful and horrible"). In 2009, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating/ belly is swelling/ a giant belly / tummy gets huge"), adnexa uteri pain ("pain in ovaries"), nausea ("nauseated (very sick but never throw up)") with pallor, anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity") and food allergy ("food sensitivity"). In (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up wih two sprains"). In (B)(6) 2015, the patient experienced bruising of face ("unexplained bruise appeared across my nose"). In (B)(6) 2016, the patient experienced dyspareunia ("cramping after sex 11 months post op") and bruising of arm ("unexplained bruise on arms after essure removed"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure") with pruritus, abdominal pain ("abdominal pain / feel weird cramps / cramping"), device toxicity ("poisoned"), night sweats ("night sweats"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days / fevers for up to 5 days at a time"), memory impairment ("memory really started getting off, short term was affected/ memory loss / anesthesia memory probs"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues, heartburn"), fatigue ("extreme fatigue/ exhausted/ tired"), chemical poisoning ("find to have the link between essure and xylene, had 5 times the amount of toxicity in me"), mood swings ("mood swings"), emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"), gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal, my gut is a mess"), insomnia ("can't sleep/ insomnia"), bladder irritation ("bladder is irritated"), postoperative pain ("pains after hysterectomy"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasms"), dizziness ("dizziness"), systemic inflammatory response syndrome ("chronic inflammatory response, inflammaton spreads through entire body causing havoc"), trigeminal neuralgia ("trigeminal neuralgia"), breast pain ("boobs hurt a lot"), arthropathy ("joint problems post op"), dry skin ("dry skin post op") and impaired healing ("slow healing of wounds post op") and was found to have vitamin d decreased ("low vitamin d") and uterine leiomyoma ("fibroid on my uterus"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride (alegra), oral contraceptive nos, rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (robotic full hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device expulsion had resolved. In (B)(6) 2015, the pruritus had resolved. In 2015, the pain in extremity, bacterial vaginosis, pyrexia, fatigue, muscle spasms, dizziness and systemic inflammatory response syndrome had resolved. In 2016, the pelvic pain, back pain, adnexa uteri pain and neck pain had resolved. At the time of the report, the post procedural haemorrhage, arthralgia, nausea, anxiety, multiple chemical sensitivity, mental disorder, dysmenorrhoea, ligament sprain, bruising of face, dyspareunia, bruising of arm, device breakage, salpingitis, abdominal pain, night sweats, vitamin d decreased, fibromyalgia, premenstrual syndrome, dyspepsia, chemical poisoning, mood swings, emotional distress, gastrointestinal bacterial overgrowth, insomnia, uterine leiomyoma, bladder irritation, postoperative pain, trigeminal neuralgia, breast pain, arthropathy, dry skin and impaired healing outcome was unknown, the last episode of procedural pain, abdominal distension and allergy to metals had resolved, the device toxicity, memory impairment and feeling abnormal had not resolved and the food allergy and migraine was resolving. The reporter provided no causality assessment for gastrointestinal bacterial overgrowth with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, arthropathy, back pain, bacterial vaginosis, bladder irritation, breast pain, bruising of face, chemical poisoning, device breakage, device expulsion, device toxicity, dizziness, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, feeling abnormal, fibromyalgia, food allergy, impaired healing, insomnia, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, muscle spasms, nausea, neck pain, night sweats, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, salpingitis, systemic inflammatory response syndrome, trigeminal neuralgia, uterine leiomyoma, vitamin d decreased, the first episode of procedural pain, bruising of arm, the second episode of procedural pain and postoperative pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6) 2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolved after essure removal: excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. She felt like her body was trying to push the device out and haven't felt well in a while, but never realized that it might be the essure. She observed joint problems, dry skin, slow wound healing post op. After the hysto, the horrible back pain went away immediately, also went from 56 to 12 symptoms (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Blood test - on an unknown date: xylene, five times toxicity in me. Hysterosalpingogram - on (B)(6) 2009: everything was blocked. Pathology test - on (B)(6) 2015: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. Smear cervix - in 2013: abnormal (unspecified). Ultrasound scan - on (B)(6) 2015: small fibroids. X-ray - in 2015: one coil migrated in uterus and one was bent. The case has initially been identified during monitoring of postings on an FDA hosted docket website (case# FDA-(B)(4) and FDA-(B)(4)). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth, migraine, abdominal distension, back pain, nausea, night sweats, memory impairment, neck pain, arthralgia, arthropathy, dry skin, pruritus, contusion, fibromyalgia, inflammation, fatigue, depressed mood, pelvic pain, device expulsion, slow wound healing, abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: patient posted: after the hysto, the horrible back pain went away immediately, also went from 56 to 12 symptoms (not specified). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0015) on 04-feb-2015. The most recent information was received on 28-feb-2020. This case was reported by a lawyer and describes the occurrence of device expulsion ('one coil was totally out of place and looked to be in her uterus / coil migration to my uterus / one migrated'), pelvic pain ('horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was / pelvic pain'), salpingitis ('inflammation doesn't stop in our tubes') and device breakage ('got a broken one') in a 44-year-old female patient who had essure (batch no. 626438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil" in 2009 and device kink "kinked up in one tube/the other looked in place but kinked into v shape". The patient's medical history included depression. Denied tobacco and alcohol. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin, lybrel from (B)(6) 2008 to (B)(6) 2008, ovconso from (B)(6) 2007 to (B)(6) 2008, yasmin from 2006 to (B)(6) 2007, seasonate from 2005 to 2006 and ortho-novum in 2005. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as fexofenadine;pseudoephedrine since 2004. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("my lower back started aching / lower back pain (severe and persistent)") and arthralgia ("knee pain / joint pain (severe and persistent)"). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("some bleeding"), the first episode of procedural pain ("little cramping"), the second episode of procedural pain ("the hsg was painful and horrible"), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating/ belly is swelling/ a giant belly / tummy gets huge"), nausea ("nauseated (very sick but never throw up)") with pallor, adnexa uteri pain ("pain in ovaries"), anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity"), food allergy ("food sensitivity") and pain ("stabbing pain"). In (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 4 years 9 months after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up with two sprains"). In (B)(6) 2015, the patient experienced bruising of face ("unexplained bruise appeared across my nose"). In (B)(6) 2016, the patient experienced bruising of arm ("unexplained bruise on arms after essure removed") and dyspareunia ("cramping after sex 11 months post op"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device toxicity ("poisoned"), night sweats ("night sweats"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days / fevers for up to 5 days at a time"), memory impairment ("memory really started getting off, short term was affected/ memory loss / anesthesia memory probs"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues") with dyspepsia, fatigue ("extreme fatigue/ exhausted/ tired"), abdominal pain ("abdominal pain / feel weird cramps / cramping"), mood swings ("mood swings"), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure") with pruritus, emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"), gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal"), insomnia ("can't sleep/ insomnia"), bladder irritation ("bladder is irritated"), postoperative pain ("pains after hysterectomy"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasms"), dizziness ("dizziness"), inflammation ("chronic inflammatory response, inflammation spreads through entire body causing havoc") and trigeminal neuralgia ("trigeminal neuralgia") and was found to have vitamin d decreased ("low vitamin d") and uterine leiomyoma ("fibroid on my uterus"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride (alegra), oral contraceptive nos, rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (robotic full hysterectomy on (B)(6) 2015 and robotic full hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device expulsion had resolved. In (B)(6) 2015, the pruritus had resolved. In 2015, the pain in extremity, pain, bacterial vaginosis, pyrexia, fatigue, muscle spasms, dizziness and inflammation had resolved. In 2016, the pelvic pain, back pain, arthralgia, adnexa uteri pain and neck pain had resolved. At the time of the report, the post procedural haemorrhage, the last episode of procedural pain, nausea, anxiety, multiple chemical sensitivity, mental disorder, dysmenorrhoea, ligament sprain, bruising of face, bruising of arm, dyspareunia, salpingitis, device breakage, night sweats, vitamin d decreased, fibromyalgia, premenstrual syndrome, dyspepsia, abdominal pain, mood swings, emotional distress, gastrointestinal bacterial overgrowth, insomnia, uterine leiomyoma, bladder irritation, postoperative pain and trigeminal neuralgia outcome was unknown, the device toxicity, memory impairment and feeling abnormal had not resolved, the abdominal distension and allergy to metals had resolved and the food allergy and migraine was resolving. The reporter provided no causality assessment for gastrointestinal bacterial overgrowth with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, bladder irritation, bruising of face, device breakage, device expulsion, device toxicity, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, feeling abnormal, fibromyalgia, food allergy, inflammation, insomnia, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, muscle spasms, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, salpingitis, trigeminal neuralgia, uterine leiomyoma, vitamin d decreased, the first episode of procedural pain, bruising of arm, the second episode of procedural pain and postoperative pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6) 2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolver after essure removal: excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, knee pain, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. She mentioned that felt like her body was trying to push the device out and haven't felt well in a while, but never realized that it might be the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: everything was blocked. Ultrasound scan - on (B)(6) 2015: results: small fibroids. X-ray - in 2015: results: one coil migrated in uterus and one was bent. 2013 - pap smear, abnormal (unspecified). On (B)(6) 2015 - pathology report: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. The case has been identified during monitoring of postings on an FDA hosted docket website (case# FDA-2014-n-0736-0015 and FDA-2014-n-0736-0192). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth, migraine, abdominal distension, back pain, nausea, night sweats, memory impairment, neck pain, arthralgia, pruritus, contusion, fibromyalgia, inflammation, fatigue, depressed mood, pelvic pain, device expulsion and abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: FDA-(B)(4)) on 04-feb-2015. The most recent information was received on 20-mar-2020. This case was reported by a lawyer and describes the occurrence of device breakage ('got a broken one'), device expulsion ('one coil was totally out of place and looked to be in her uterus / coil migration to my uterus'), pelvic pain ('horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was / pelvic pain') and salpingitis ('inflammation doesn't stop in our tubes') in a 44-year-old female patient who had essure (batch no. 626438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil" in 2009 and device kink "kinked up in one tube/the other looked in place but kinked into v shape". The patient's medical history included depression. Denied tobacco and alcohol. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin, lybrel from (B)(6) 2008 to (B)(6) 2008, ovconso from (B)(6) 2007 to (B)(6) 2008, yasmin from 2006 to (B)(6) 2007, seasonate from 2005 to 2006 and ortho-novum in 2005. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as fexofenadine;pseudoephedrine since 2004. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("my lower back started aching / lower back pain (severe and persistent)") and arthralgia ("knee pain / joint pain (severe and persistent)"). In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), post procedural haemorrhage ("some bleeding"), the first episode of procedural pain ("little cramping"), the second episode of procedural pain ("the hsg was painful and horrible"), abdominal distension ("bloating/ belly is swelling/ a giant belly / tummy gets huge"), adnexa uteri pain ("pain in ovaries"), nausea ("nauseated (very sick but never throw up)") with pallor, anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity"), food allergy ("food sensitivity") and pain ("stabbing pain"). In (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 4 years 9 months after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up wih two sprains"). In (B)(6) 2015, the patient experienced bruising of face ("unexplained bruise appeared across my nose"). In (B)(6) 2016, the patient experienced dyspareunia ("cramping after sex 11 months post op") and bruising of arm ("unexplained bruise on arms after essure removed"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure") with pruritus, abdominal pain ("abdominal pain / feel weird cramps / cramping"), device toxicity ("poisoned"), night sweats ("night sweats"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days / fevers for up to 5 days at a time"), memory impairment ("memory really started getting off, short term was affected/ memory loss / anesthesia memory probs"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues") with dyspepsia, fatigue ("extreme fatigue/ exhausted/ tired"), mood swings ("mood swings"), emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"), gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal"), insomnia ("can't sleep/ insomnia"), bladder irritation ("bladder is irritated"), postoperative pain ("pains after hysterectomy"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasms"), dizziness ("dizziness"), inflammation ("chronic inflammatory response, inflammaton spreads through entire body causing havoc"), trigeminal neuralgia ("trigeminal neuralgia") and breast pain ("boobs hurt a lot") and was found to have vitamin d decreased ("low vitamin d") and uterine leiomyoma ("fibroid on my uterus"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride (alegra), oral contraceptive nos, rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (robotic full hysterectomy on (B)(6) 2015 and robotic full hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device expulsion had resolved. In (B)(6) 2015, the pruritus had resolved. In 2015, the pain in extremity, pain, bacterial vaginosis, pyrexia, fatigue, muscle spasms, dizziness and inflammation had resolved. In 2016, the pelvic pain, back pain, arthralgia, adnexa uteri pain and neck pain had resolved. At the time of the report, the post procedural haemorrhage, the last episode of procedural pain, nausea, anxiety, multiple chemical sensitivity, mental disorder, dysmenorrhoea, ligament sprain, bruising of face, dyspareunia, bruising of arm, device breakage, salpingitis, abdominal pain, night sweats, vitamin d decreased, fibromyalgia, premenstrual syndrome, dyspepsia, mood swings, emotional distress, gastrointestinal bacterial overgrowth, insomnia, uterine leiomyoma, bladder irritation, postoperative pain, trigeminal neuralgia and breast pain outcome was unknown, the abdominal distension and allergy to metals had resolved, the device toxicity, memory impairment and feeling abnormal had not resolved and the food allergy and migraine was resolving. The reporter provided no causality assessment for gastrointestinal bacterial overgrowth with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, bladder irritation, breast pain, bruising of face, device breakage, device expulsion, device toxicity, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, feeling abnormal, fibromyalgia, food allergy, inflammation, insomnia, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, muscle spasms, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, salpingitis, trigeminal neuralgia, uterine leiomyoma, vitamin d decreased, the first episode of procedural pain, bruising of arm, the second episode of procedural pain and postoperative pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6) 2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolver after essure removal: excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, knee pain, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. She mentioned that felt like her body was trying to push the device out and haven't felt well in a while, but never realized that it might be the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: everything was blocked. Pathology test - on (B)(6) 2015: pathology report: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. Smear cervix - in 2013: abnormal (unspecified). Ultrasound scan - on (B)(6) 2015: small fibroids. X-ray - in 2015: one coil migrated in uterus and one was bent. The case has been identified during monitoring of postings on an FDA hosted docket website (case# FDA-(B)(4) and FDA-(B)(4)). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth, migraine, abdominal distension, back pain, nausea, night sweats, memory impairment, neck pain, arthralgia, pruritus, contusion, fibromyalgia, inflammation, fatigue, depressed mood, pelvic pain, device expulsion and abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information from consumer via social media post: new event reported "breast pain". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 04-feb-2015. The most recent information was received on 23-mar-2020. This case was reported by a lawyer and describes the occurrence of device breakage ('got a broken one'), device expulsion ('one coil was totally out of place / coil migration to uterus'), pelvic pain ('horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was / pelvic pain/ stabbing ain') and salpingitis ('inflammation doesn't stop in our tubes') in a 38-year-old female patient who had essure (batch no. 626438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "kinked up in one tube/the other looked in place but kinked into v shape/ bent coil". The patient's medical history included depression and nulliparous. Denied tobacco and alcohol use. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin, lybrel from (B)(6) 2008 to (B)(6) 2008, ovconso from (B)(6)2007 to (B)(6) 2008, yasmin from 2006 to (B)(6) 2007, seasonal from 2005 to 2006 and ortho-novum in 2005. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as fexofenadine;pseudoephedrine since 2004. On (B)(6) 2009, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("some bleeding"), back pain ("my lower back started aching / lower back pain (severe and persistent)"), the first episode of procedural pain ("little cramping") and arthralgia ("knee pain / joint pain (severe and persistent)"). On (B)(6) 2009, the patient experienced the second episode of procedural pain ("the hsg was painful and horrible"). In 2009, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating/ belly is swelling/ a giant belly / tummy gets huge"), adnexa uteri pain ("pain in ovaries"), nausea ("nauseated (very sick but never throw up)") with pallor, anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity") and food allergy ("food sensitivity"). In (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up with two sprains"). In (B)(6) 2015, the patient experienced bruising of face ("unexplained bruise appeared across my nose"). In (B)(6) 2016, the patient experienced dyspareunia ("cramping after sex 11 months post op") and bruising of arm ("unexplained bruise on arms after essure removed"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure") with pruritus, abdominal pain ("abdominal pain / feel weird cramps / cramping"), device toxicity ("poisoned"), night sweats ("night sweats"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days / fevers for up to 5 days at a time"), memory impairment ("memory really started getting off, short term was affected/ memory loss / anesthesia memory probs"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues, heartburn"), fatigue ("extreme fatigue/ exhausted/ tired"), chemical poisoning ("find to have the link between essure and xylene, had 5 times the amount of toxicity in me"), mood swings ("mood swings"), emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"), gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal, my gut is a mess"), insomnia ("can't sleep/ insomnia"), bladder irritation ("bladder is irritated"), postoperative pain ("pains after hysterectomy"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasms"), dizziness ("dizziness"), systemic inflammatory response syndrome ("chronic inflammatory response, inflammation spreads through entire body causing havoc"), trigeminal neuralgia ("trigeminal neuralgia"), breast pain ("boobs hurt a lot"), arthropathy ("joint problems post op"), dry skin ("dry skin post op") and impaired healing ("slow healing of wounds post op") and was found to have vitamin d decreased ("low vitamin d") and uterine leiomyoma ("fibroid on my uterus"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride (alegra), oral contraceptive nos, rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (robotic full hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device expulsion had resolved. In (B)(6) 2015, the pruritus had resolved. In 2015, the pain in extremity, bacterial vaginosis, pyrexia, fatigue, muscle spasms, dizziness and systemic inflammatory response syndrome had resolved. In 2016, the pelvic pain, back pain, adnexa uteri pain and neck pain had resolved. At the time of the report, the post procedural haemorrhage, arthralgia, nausea, anxiety, multiple chemical sensitivity, mental disorder, dysmenorrhoea, ligament sprain, bruising of face, dyspareunia, bruising of arm, device breakage, salpingitis, abdominal pain, night sweats, vitamin d decreased, fibromyalgia, premenstrual syndrome, dyspepsia, chemical poisoning, mood swings, emotional distress, gastrointestinal bacterial overgrowth, insomnia, uterine leiomyoma, bladder irritation, postoperative pain, trigeminal neuralgia, breast pain, arthropathy, dry skin and impaired healing outcome was unknown, the last episode of procedural pain, abdominal distension and allergy to metals had resolved, the device toxicity, memory impairment and feeling abnormal had not resolved and the food allergy and migraine was resolving. The reporter provided no causality assessment for gastrointestinal bacterial overgrowth with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, arthropathy, back pain, bacterial vaginosis, bladder irritation, breast pain, bruising of face, chemical poisoning, device breakage, device expulsion, device toxicity, dizziness, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, feeling abnormal, fibromyalgia, food allergy, impaired healing, insomnia, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, muscle spasms, nausea, neck pain, night sweats, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, salpingitis, systemic inflammatory response syndrome, trigeminal neuralgia, uterine leiomyoma, vitamin d decreased, the first episode of procedural pain, bruising of arm, the second episode of procedural pain and postoperative pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6)2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolver after essure removal: excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. She felt like her body was trying to push the device out and haven't felt well in a while, but never realized that it might be the essure. She observed joint problems, dry skin, slow wound healing post op. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Blood test - on an unknown date: xylene, five times toxicity in me. Hysterosalpingogram - on (B)(6) 2009: everything was blocked. Pathology test - on (B)(6) 2015: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. Smear cervix - in 2013: abnormal (unspecified). Ultrasound scan - on (B)(6) 2015: small fibroids. X-ray - in 2015: one coil migrated in uterus and one was bent. The case has initially been identified during monitoring of postings on an FDA hosted docket website (case# (B)(4)). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth, migraine, abdominal distension, back pain, nausea, night sweats, memory impairment, neck pain, arthralgia, arthropathy, dry skin, pruritus, contusion, fibromyalgia, inflammation, fatigue, depressed mood, pelvic pain, device expulsion, slow wound healing, abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: consumer posted she insisted on staying in hospital after hysterectomy (serious criterion added). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 04-feb-2015. The most recent information was received on 20-mar-2020. This case was reported by a lawyer and describes the occurrence of device breakage ('got a broken one'), device expulsion ('one coil was totally out of place and looked to be in her uterus / coil migration to my uterus'), pelvic pain ('horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was / pelvic pain') and salpingitis ('inflammation doesn't stop in our tubes') in a 44-year-old female patient who had essure (batch no. 626438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil" in 2009 and device kink "kinked up in one tube/the other looked in place but kinked into v shape". The patient's medical history included depression. Denied tobacco and alcohol. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin, lybrel from (B)(6) 2008 to (B)(6) 2008, ovconso from (B)(6) 2007 to (B)(6) 2008, yasmin from 2006 to (B)(6) 2007, seasonate from 2005 to 2006 and ortho-novum in 2005. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as fexofenadine;pseudoephedrine since 2004. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("my lower back started aching / lower back pain (severe and persistent)") and arthralgia ("knee pain / joint pain (severe and persistent)"). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), post procedural haemorrhage ("some bleeding"), the first episode of procedural pain ("little cramping"), the second episode of procedural pain ("the hsg was painful and horrible"), abdominal distension ("bloating/ belly is swelling/ a giant belly / tummy gets huge"), adnexa uteri pain ("pain in ovaries"), nausea ("nauseated (very sick but never throw up)") with pallor, anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity"), food allergy ("food sensitivity") and pain ("stabbing pain"). In (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 4 years 9 months after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up with two sprains"). In (B)(6) 2015, the patient experienced bruising of face ("unexplained bruise appeared across my nose"). In (B)(6) 2016, the patient experienced dyspareunia ("cramping after sex 11 months post op") and bruising of arm ("unexplained bruise on arms after essure removed"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure") with pruritus, abdominal pain ("abdominal pain / feel weird cramps / cramping"), device toxicity ("poisoned"), night sweats ("night sweats"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days / fevers for up to 5 days at a time"), memory impairment ("memory really started getting off, short term was affected/ memory loss / anesthesia memory probs"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues") with dyspepsia, fatigue ("extreme fatigue/ exhausted/ tired"), mood swings ("mood swings"), emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"), the first episode of gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal"), insomnia ("can't sleep/ insomnia"), bladder irritation ("bladder is irritated"), postoperative pain ("pains after hysterectomy"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasms"), dizziness ("dizziness"), systemic inflammatory response syndrome ("chronic inflammatory response, inflammation spreads through entire body causing havoc"), trigeminal neuralgia ("trigeminal neuralgia"), breast pain ("boobs hurt a lot"), the second episode of gastrointestinal bacterial overgrowth ("sibo") and gastrointestinal disorder ("my gut is a mess") and was found to have vitamin d decreased ("low vitamin d") and uterine leiomyoma ("fibroid on my uterus"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride (alegra), oral contraceptive nos, rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (robotic full hysterectomy on (B)(6) 2015 and robotic full hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device expulsion had resolved. In (B)(6) 2015, the pruritus had resolved. In 2015, the pain in extremity, pain, bacterial vaginosis, pyrexia, fatigue, muscle spasms, dizziness and systemic inflammatory response syndrome had resolved. In 2016, the pelvic pain, back pain, arthralgia, adnexa uteri pain and neck pain had resolved. At the time of the report, the post procedural haemorrhage, the last episode of procedural pain, nausea, anxiety, multiple chemical sensitivity, mental disorder, dysmenorrhoea, ligament sprain, bruising of face, dyspareunia, bruising of arm, device breakage, salpingitis, abdominal pain, night sweats, vitamin d decreased, fibromyalgia, premenstrual syndrome, dyspepsia, mood swings, emotional distress, insomnia, uterine leiomyoma, bladder irritation, postoperative pain, trigeminal neuralgia, breast pain, the last episode of gastrointestinal bacterial overgrowth and gastrointestinal disorder outcome was unknown, the abdominal distension and allergy to metals had resolved, the device toxicity, memory impairment and feeling abnormal had not resolved and the food allergy and migraine was resolving. The reporter provided no causality assessment for the first episode of gastrointestinal bacterial overgrowth with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, bladder irritation, breast pain, bruising of face, device breakage, device expulsion, device toxicity, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, feeling abnormal, fibromyalgia, food allergy, gastrointestinal disorder, insomnia, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, muscle spasms, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, salpingitis, systemic inflammatory response syndrome, trigeminal neuralgia, uterine leiomyoma, vitamin d decreased, the first episode of procedural pain, bruising of arm, the second episode of gastrointestinal bacterial overgrowth, the second episode of procedural pain and postoperative pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6) 2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolver after essure removal: excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, knee pain, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. She mentioned that felt like her body was trying to push the device out and haven't felt well in a while, but never realized that it might be the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: everything was blocked. Pathology test - on (B)(6) 2015: pathology report: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. Smear cervix - in 2013: abnormal (unspecified). Ultrasound scan - on (B)(6) 2015: small fibroids. X-ray - in 2015: one coil migrated in uterus and one was bent. The case has been identified during monitoring of postings on an FDA hosted docket website (case# (B)(4)). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth, migraine, abdominal distension, back pain, nausea, night sweats, memory impairment, neck pain, arthralgia, pruritus, contusion, fibromyalgia, inflammation, fatigue, depressed mood, pelvic pain, device expulsion and abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: events added: "sibo" and "my gut is a mess". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0015) on (B)(6)2015. The most recent information was received on (B)(6)2020. This 44-year-old female patient was identified during an active online listening program. The patient had essure (batch no. 626438) inserted for female sterilization. The case describes the occurrence of device expulsion ('one coil was totally out of place and looked to be in her uterus / coil migration to my uterus / one migrated'), pelvic pain ('horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was / pelvic pain'), salpingitis ('inflammation doesn't stop in our tubes') and device breakage ('got a broken one'). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil" in 2009 and device kink "kinked up in one tube/the other looked in place but kinked into v shape". The patient's medical history included depression. Denied tobacco and alcohol. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from (B)(6) to (B)(6) ; for migraines: fioricet from (B)(6) to(B)(6) and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin, lybrel from (B)(6)2008 to(B)(6)2008, ovconso from (B)(6)2007 to (B)(6)2008, yasmin from (B)(6) to (B)(6)2007, seasonate from (B)(6) to (B)(6) and ortho-novum in 2005. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from (B)(6) to (B)(6) for hormonal imbalance as well as fexofenadine;pseudoephedrine since 2004. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("my lower back started aching / lower back pain (severe and persistent)") and arthralgia ("knee pain / joint pain (severe and persistent)"). On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("some bleeding"), the first episode of procedural pain ("little cramping"), the second episode of procedural pain ("the hsg was painful and horrible"), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating/ belly is swelling/ a giant belly / tummy gets huge"), nausea ("nauseated (very sick but never throw up)") with pallor, adnexa uteri pain ("pain in ovaries"), anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity"), food allergy ("food sensitivity") and pain ("stabbing pain"). In july 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. On (B)(6)2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 4 years 9 months after insertion of essure. In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up wih two sprains"). In (B)(6)2015, the patient experienced bruising of face ("unexplained bruise appeared across my nose"). In march 2016, the patient experienced bruising of arm ("unexplained bruise on arms after essure removed") and dyspareunia ("cramping after sex 11 months post op"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device toxicity ("poisoned"), night sweats ("night sweats"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days / fevers for up to 5 days at a time"), memory impairment ("memory really started getting off, short term was affected/ memory loss / anesthesia memory probs"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues") with dyspepsia, fatigue ("extreme fatigue/ exhausted/ tired"), abdominal pain ("abdominal pain / feel weird cramps / cramping"), mood swings ("mood swings"), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure") with pruritus, emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"), gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal"), insomnia ("can't sleep/ insomnia"), bladder irritation ("bladder is irritated"), postoperative pain ("pains after hysterectomy"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasms"), dizziness ("dizziness"), inflammation ("chronic inflammatory response, inflammaton spreads through entire body causing havoc") and trigeminal neuralgia ("trigeminal neuralgia") and was found to have vitamin d decreased ("low vitamin d") and uterine leiomyoma ("fibroid on my uterus"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride (alegra), oral contraceptive nos, rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (robotic full hysterectomy on (B)(6)2015 and robotic full hysterectomy on (B)(6) 2015). Essure was removed on (B)(6)2015. On (B)(6)2015, the device expulsion had resolved. In april 2015, the pruritus had resolved. In 2015, the pain in extremity, pain, bacterial vaginosis, pyrexia, fatigue, muscle spasms, dizziness and inflammation had resolved. In 2016, the pelvic pain, back pain, arthralgia, adnexa uteri pain and neck pain had resolved. At the time of the report, the post procedural haemorrhage, the last episode of procedural pain, nausea, anxiety, multiple chemical sensitivity, mental disorder, dysmenorrhoea, ligament sprain, bruising of face, bruising of arm, dyspareunia, salpingitis, device breakage, night sweats, vitamin d decreased, fibromyalgia, premenstrual syndrome, dyspepsia, abdominal pain, mood swings, emotional distress, gastrointestinal bacterial overgrowth, insomnia, uterine leiomyoma, bladder irritation, postoperative pain and trigeminal neuralgia outcome was unknown, the device toxicity, memory impairment and feeling abnormal had not resolved, the abdominal distension and allergy to metals had resolved and the food allergy and migraine was resolving. The relationship of gastrointestinal bacterial overgrowth to treatment with essure was not reported. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, bladder irritation, bruising of face, device breakage, device expulsion, device toxicity, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, feeling abnormal, fibromyalgia, food allergy, inflammation, insomnia, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, muscle spasms, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, salpingitis, trigeminal neuralgia, uterine leiomyoma, vitamin d decreased, the first episode of procedural pain, bruising of arm, the second episode of procedural pain and postoperative pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6)2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6)2013, for abdominal pain on(B)(6)2015, for excessive bleeding on(B)(6) 2014 and for mood swings on (B)(6)2014. Symptoms resolver after essure removal: excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, knee pain, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. She mentioned that felt like her body was trying to push the device out and haven't felt well in a while, but never realized that it might be the essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: everything was blocked. Ultrasound scan - on (B)(6)2015: results: small fibroids. X-ray - in 2015: results: one coil migrated in uterus and one was bent. (B)(6) - pap smear, abnormal (unspecified) (B)(6)2015 - pathology report: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. The case has been identified during monitoring of postings on an FDA hosted docket website (case# FDA-2014-n-0736-0015 and FDA-2014-n-0736-0192). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth, migraine, abdominal distension, back pain, nausea, night sweats, memory impairment, neck pain, arthralgia, pruritus, contusion, fibromyalgia, inflammation, fatigue, depressed mood, pelvic pain, device expulsion and abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jan-2020: the event ¿device breakage¿ was added. The consumer mentioned that felt like her body was trying to push the device out and haven't felt well in a while, but never realized that it might be the essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: FDA-2014-n-0736-0015) on 04-feb-2015. The most recent information was received on 23-mar-2020. This case was reported by a lawyer and describes the occurrence of device breakage ('got a broken one'), device expulsion ('one coil was totally out of place / coil migration to my uterus'), pelvic pain ('horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was / pelvic pain/ stabbing ain') and salpingitis ('inflammation doesn't stop in our tubes') in a 38-year-old female patient who had essure (batch no. 626438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "kinked up in one tube/the other looked in place but kinked into v shape/ bent coil". The patient's medical history included depression and nulliparous. Denied tobacco and alcohol use. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin, lybrel from (B)(6) 2008 to (B)(6) 2008, ovconso from (B)(6) 2007 to (B)(6) 2008, yasmin from 2006 to (B)(6) 2007, seasonale from 2005 to 2006 and ortho-novum in 2005. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as fexofenadine;pseudoephedrine since 2004. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural hemorrhage ("some bleeding"), back pain ("my lower back started aching / lower back pain (severe and persistent)"), the first episode of procedural pain ("little cramping") and arthralgia ("knee pain / joint pain (severe and persistent)"). On (B)(6) 2009, the patient experienced the second episode of procedural pain ("the hsg was painful and horrible"). In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating/ belly is swelling/ a giant belly / tummy gets huge"), adnexa uteri pain ("pain in ovaries"), nausea ("nauseated (very sick but never throw up)") with pallor, anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity") and food allergy ("food sensitivity"). In (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up with two sprains"). In (B)(6) 2015, the patient experienced bruising of face ("unexplained bruise appeared across my nose"). In march 2016, the patient experienced dyspareunia ("cramping after sex 11 months post op") and bruising of arm ("unexplained bruise on arms after essure removed"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure") with pruritus, abdominal pain ("abdominal pain / feel weird cramps / cramping"), device toxicity ("poisoned"), night sweats ("night sweats"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days / fevers for up to 5 days at a time"), memory impairment ("memory really started getting off, short term was affected/ memory loss / anesthesia memory probs"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues, heartburn"), fatigue ("extreme fatigue/ exhausted/ tired"), chemical poisoning ("find to have the link between essure and xylene, had 5 times the amount of toxicity in me"), mood swings ("mood swings"), emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"), gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal, my gut is a mess"), insomnia ("can't sleep/ insomnia"), bladder irritation ("bladder is irritated"), postoperative pain ("pains after hysterectomy"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasms"), dizziness ("dizziness"), systemic inflammatory response syndrome ("chronic inflammatory response, inflammation spreads through entire body causing havoc"), trigeminal neuralgia ("trigeminal neuralgia"), breast pain ("boobs hurt a lot"), arthropathy ("joint problems post op"), dry skin ("dry skin post op") and impaired healing ("slow healing of wounds post op") and was found to have vitamin d decreased ("low vitamin d") and uterine leiomyoma ("fibroid on my uterus"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride (allegra), oral contraceptive nos, rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (robotic full hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device expulsion had resolved. In (B)(6) 2015, the pruritus had resolved. In 2015, the pain in extremity, bacterial vaginosis, pyrexia, fatigue, muscle spasms, dizziness and systemic inflammatory response syndrome had resolved. In 2016, the pelvic pain, back pain, adnexa uteri pain and neck pain had resolved. At the time of the report, the post procedural hemorrhage, arthralgia, nausea, anxiety, multiple chemical sensitivity, mental disorder, dysmenorrhoea, ligament sprain, bruising of face, dyspareunia, bruising of arm, device breakage, salpingitis, abdominal pain, night sweats, vitamin d decreased, fibromyalgia, premenstrual syndrome, dyspepsia, chemical poisoning, mood swings, emotional distress, gastrointestinal bacterial overgrowth, insomnia, uterine leiomyoma, bladder irritation, postoperative pain, trigeminal neuralgia, breast pain, arthropathy, dry skin and impaired healing outcome was unknown, the last episode of procedural pain, abdominal distension and allergy to metals had resolved, the device toxicity, memory impairment and feeling abnormal had not resolved and the food allergy and migraine was resolving. The reporter provided no causality assessment for gastrointestinal bacterial overgrowth with essure. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, arthropathy, back pain, bacterial vaginosis, bladder irritation, breast pain, bruising of face, chemical poisoning, device breakage, device expulsion, device toxicity, dizziness, dry skin, dysmenorrhoea, dyspareunia, dyspepsia, emotional distress, fatigue, feeling abnormal, fibromyalgia, food allergy, impaired healing, insomnia, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, muscle spasms, nausea, neck pain, night sweats, pain in extremity, pelvic pain, post procedural hemorrhage, premenstrual syndrome, pruritus, pyrexia, salpingitis, systemic inflammatory response syndrome, trigeminal neuralgia, uterine leiomyoma, vitamin d decreased, the first episode of procedural pain, bruising of arm, the second episode of procedural pain and postoperative pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6) 2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolver after essure removal: excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. She felt like her body was trying to push the device out and haven't felt well in a while, but never realized that it might be the essure. She observed joint problems, dry skin, slow wound healing post op. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Blood test - on an unknown date: xylene, five times toxicity in me. Hysterosalpingogram - on (B)(6) 2009: everything was blocked. Pathology test - on (B)(6) 2015: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. Smear cervix - in 2013: abnormal (unspecified). Ultrasound scan - on (B)(6) 2015: small fibroids. X-ray - in 2015: one coil migrated in uterus and one was bent. The case has initially been identified during monitoring of postings on an FDA hosted docket website (case# FDA-2014-n-0736-0015 and FDA-2014-n-0736-0192). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth, migraine, abdominal distension, back pain, nausea, night sweats, memory impairment, neck pain, arthralgia, arthropathy, dry skin, pruritus, contusion, fibromyalgia, inflammation, fatigue, depressed mood, pelvic pain, device expulsion, slow wound healing, abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: consumer stated she had to find the link between essure and "xylene, had 5 times amount of toxicity in me" (event added). She had no kids (added to history). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case case was reported by a lawyer and describes the occurrence of device breakage ('got a broken one'), device expulsion ('one coil was totally out of place / coil migration to uterus'), pelvic pain ('horrible severe, persistent pain, weird pains after hysterectomy, pressure in imaginary uterus, only one ovary left, thought was ovulating, sharp pains where ovary was / pelvic pain/ stabbing ain') and salpingitis ('inflammation doesn't stop in our tubes') in a 38-year-old female patient who had essure (batch no. 626438) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device kink "kinked up in one tube/the other looked in place but kinked into v shape/ bent coil". The patient's medical history included depression, nulliparous, nonsmoker and abstains from alcohol. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin, lybrel from (B)(6) 2008 to (B)(6) 2008, ovconso from (B)(6) 2007 to (B)(6) 2008, yasmin from 2006 to (B)(6) 2007, seasonale from 2005 to 2006 and ortho-novum in 2005. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as fexofenadine;pseudoephedrine since 2004. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("some bleeding"), back pain ("my lower back started aching / lower back pain (severe and persistent)"), the first episode of procedural pain ("little cramping") and arthralgia ("knee pain / joint pain (severe and persistent)"). On (B)(6) 2009, the patient experienced the second episode of procedural pain ("the hsg was painful and horrible"). In 2009, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating/ belly is swelling/ a giant belly / tummy gets huge"), adnexa uteri pain ("pain in ovaries"), nausea ("nauseated (very sick but never throw up)") with pallor, anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity") and food allergy ("food sensitivity"). In (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up wih two sprains"). In (B)(6) 2015, the patient experienced bruising of face ("unexplained bruise appeared across my nose"). In (B)(6) 2016, the patient experienced post coital pain ("cramping after sex 11 months post op") and bruising of arm ("unexplained bruise on arms after essure removed"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), salpingitis (seriousness criteria medically significant and intervention required), allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure") with pruritus, abdominal pain ("abdominal pain / feel weird cramps / cramping"), device toxicity ("poisoned"), night sweats ("night sweats"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days / fevers for up to 5 days at a time"), memory impairment ("memory really started getting off, short term was affected/ memory loss / anesthesia memory probs"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues, heartburn"), fatigue ("extreme fatigue/ exhausted/ tired"), chemical poisoning ("find to have the link between essure and xylene, had 5 times the amount of toxicity in me"), mood swings ("mood swings"), emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"), gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal, my gut is a mess"), insomnia ("can't sleep/ insomnia"), bladder irritation ("bladder is irritated"), postoperative pain ("pains after hysterectomy"), feeling abnormal ("brain fog"), muscle spasms ("muscle spasms"), dizziness ("dizziness"), systemic inflammatory response syndrome ("chronic inflammatory response, inflammaton spreads through entire body causing havoc"), trigeminal neuralgia ("trigeminal neuralgia"), breast pain ("boobs hurt a lot"), arthropathy ("joint problems post op"), dry skin ("dry skin post op"), impaired healing ("slow healing of wounds post op"), anorgasmia ("missed the cervical orgasms") and painful intercourse ("painful sex") and was found to have vitamin d decreased ("low vitamin d") and uterine leiomyoma ("fibroid on my uterus"). The patient was treated with alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), cetirizine hydrochloride (alegra), oral contraceptive nos, rizatriptan benzoate (maxalt), topiramate (topamax), surgery (robotic full hysterectomy on (B)(6) 2015) and diet, kombucha tea, enzymes. Essure was removed on (B)(6) 2015. On (B)(6) 2015, the device expulsion had resolved. In (B)(6) 2015, the pruritus had resolved. In 2015, the pain in extremity, bacterial vaginosis, pyrexia, fatigue, muscle spasms, dizziness and systemic inflammatory response syndrome had resolved. In 2016, the pelvic pain, back pain, adnexa uteri pain and neck pain had resolved. At the time of the report, the post procedural haemorrhage, arthralgia, nausea, anxiety, multiple chemical sensitivity, mental disorder, dysmenorrhoea, ligament sprain, bruising of face, post coital pain, bruising of arm, device breakage, salpingitis, abdominal pain, night sweats, vitamin d decreased, fibromyalgia, premenstrual syndrome, dyspepsia, chemical poisoning, mood swings, emotional distress, gastrointestinal bacterial overgrowth, insomnia, uterine leiomyoma, bladder irritation, postoperative pain, trigeminal neuralgia, breast pain, arthropathy, dry skin, impaired healing, anorgasmia and painful intercourse outcome was unknown, the last episode of procedural pain, abdominal distension and allergy to metals had resolved, the device toxicity, memory impairment and feeling abnormal had not resolved and the food allergy and migraine was resolving. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anorgasmia, anxiety, arthralgia, arthropathy, back pain, bacterial vaginosis, bladder irritation, breast pain, bruising of face, chemical poisoning, device breakage, device expulsion, device toxicity, dizziness, dry skin, dysmenorrhoea, dyspepsia, emotional distress, fatigue, feeling abnormal, fibromyalgia, food allergy, gastrointestinal bacterial overgrowth, impaired healing, insomnia, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, muscle spasms, nausea, neck pain, night sweats, pain in extremity, pelvic pain, post coital pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, salpingitis, systemic inflammatory response syndrome, trigeminal neuralgia, uterine leiomyoma, vitamin d decreased, the first episode of procedural pain, bruising of arm, painful intercourse, the second episode of procedural pain and postoperative pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6) 2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolved after essure removal: excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. She felt like her body was trying to push the device out and haven't felt well in a while, but never realized that it might be the essure. She observed joint problems, dry skin, slow wound healing post op. After the hysto, the horrible back pain went away immediately, also went from 56 to 12 symptoms (not specified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Blood test - on an unknown date: xylene, five times toxicity in me. Hysterosalpingogram - on (B)(6) 2009: everything was blocked. Pathology test - on (B)(6) 2015: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. Smear cervix - in 2013: abnormal (unspecified). Ultrasound scan - on (B)(6) 2015: small fibroids. X-ray - in 2015: one coil migrated in uterus and one was bent. The case has initially been identified during monitoring of postings on an FDA hosted docket website (case# FDA-(B)(4)). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth, migraine, abdominal distension, back pain, nausea, night sweats, memory impairment, neck pain, arthralgia, arthropathy, dry skin, pruritus, contusion, fibromyalgia, inflammation, fatigue, depressed mood, pelvic pain, device expulsion, slow wound healing, abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient's medical records: dysmenorrhea, device expulsion, pelvic pain and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet: two new events were added: painful intercourse and missed the cervical orgasms. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case case was reported by a lawyer and describes the occurrence of device expulsion ("one coil was totally out of place and looked to be in her uterus / coil migration to my uterus"), pelvic pain ("horrible pain / severe and persistent pain"), post procedural haemorrhage ("some bleeding") and allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure") in a (B)(6) year-old female patient who had essure (batch no. 626438) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil" in 2009 and device kink "kinked up in one tube/the other looked in place but kinked into v shape". Medical conditions: denied tobacco and alcohol. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin on (B)(6) 2008, ovconso from (B)(6) 2007 to (B)(6) 2008, yasmin from 2006 to (B)(6) 2007, seasonate from 2005 to 2006, ortho-novum in 2005 and lybrel. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol and combinations in 2015 for hormonal imbalance as well as allegra-d [fexofenadine andpseudoephedrine hydrochloride] in 2004. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("my lower back started aching / lower back pain (severe and persistent)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), the first episode of procedural pain ("little cramping"), the second episode of procedural pain ("the hsg was painful and horrible"), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating"), nausea ("nauseated (very sick but never throw up)") with pallor, adnexa uteri pain ("pain in ovaries"), arthralgia ("knee pain / joint pain (severe and persistent)"), anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity"), food allergy ("food sensitivity") and pain ("stabbing pain"). In (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced the first episode of mental disorder ("near having a nervous breakdown") with depressed mood. In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up wih two sprains"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammatory response"), device toxicity ("poisoned"), night sweats ("night sweats"), vitamin d decreased ("low vitamin d"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days"), contusion ("unexplained bruise appeared across my nose"), memory impairment ("memory really started getting off, short term was affected"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues"), fatigue ("extreme fatigue"), bacterial vaginosis ("bacterial vaginosis"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), allergy to metals (seriousness criterion medically significant) with pruritus and emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)"). The patient was treated with topiramate (topamax), alprazolam (xanax), rizatriptan (maxalt), axotal (fioricet), oral contraceptive nos and surgery (robotic full hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. In 2016, the back pain, pelvic pain, adnexa uteri pain, arthralgia and neck pain had resolved. At the time of the report, the post procedural haemorrhage, the last episode of procedural pain, pruritus, abdominal distension, nausea, anxiety, pain in extremity, multiple chemical sensitivity, food allergy, pain, dysmenorrhoea, ligament sprain, device expulsion, night sweats, vitamin d decreased, fibromyalgia, pyrexia, contusion, memory impairment, premenstrual syndrome, dyspepsia, bacterial vaginosis, abdominal pain, mood swings, emotional distress and mental disorder outcome was unknown, the migraine, inflammation and device toxicity had not resolved and the allergy to metals had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, contusion, device expulsion, device toxicity, dysmenorrhoea, dyspepsia, fatigue, fibromyalgia, food allergy, inflammation, ligament sprain, memory impairment, migraine, mood swings, multiple chemical sensitivity, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, vitamin d decreased, the first episode of mental disorder, the first episode of procedural pain, emotional distress and the second episode of procedural pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6) 2017 (adjustments, acupuncture, and food sensitivity test. Back on medication. Novasure botox labs, xanax and to ice it. Testosterone pellets botox. Uti meds advised labs, vitamin d, and topamax.) And for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it. Adjustments to medications.). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolver after essure removal : excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, knee pain, extreme exhaustion, and no will to live. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: everything was blocked. X-ray - in 2015: one coil migrated in uterus and one was bent 2013 - pap smear, abnormal (unspecified) (B)(6) 2015 - pathology report: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. The case has been identified during monitoring of postings on an FDA hosted docket website ((B)(4)). Most recent follow-up information incorporated above includes: on 4-dec-2017: plaintiff fact sheet and medical records received. Essure lot number added:626438. Added as events: pain in ovaries, digestive issues, bent coil, knee pain/joint pain, anxiety, extreme fatigue, foot pain, chemical and and food sensitivity, bacterial vaginosis, stabbing pain, abdominal pain, mood swings, allergy to nickel and essure caused or aggravated any psychiatric and/or psychological condition. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This (B)(6) year-old female patient was identified during an active online listening program. The patient had essure (batch no. 626438) inserted for birth control. The report describes a case of device expulsion ("one coil was totally out of place and looked to be in her uterus / coil migration to my uterus"), pelvic pain ("horrible pain / severe and persistent pain"), post procedural haemorrhage ("some bleeding") and allergy to metals ("allergic to nickel or any other component of essure / hypersensitivity reaction to nickel or any other component of essure"). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "bent coil" in 2009 and device kink "kinked up in one tube/the other looked in place but kinked into v shape". Medical conditions: denied tobacco and alcohol. Allergies (history)- codeine (side effects), neomycin (food sensitivity testing-severe intolerance), nystatin (food sensitivity testing-severe intolerance), sulfa (sulfonamide antibiotics) (¿feels weird¿ rash). Previously administered products included for contraception: oral contraceptive from 1988 to 2009; for migraines: fioricet from 1988 to 2009 and xanax in 2002; for anxiety: maxalt in 2002; for an unreported indication: errin on (B)(6) 2008, ovconso from (B)(6) 2007 to (B)(6) 2008, yasmin from 2006 to (B)(6) 2007, seasonate from 2005 to 2006, ortho-novum in 2005 and lybrel. Concurrent conditions included retroverted uterus. Family history included heart disease, unspecified (father). Concomitant products included estradiol, combinations from 2015 to 2016 for hormonal imbalance as well as allegra-d since 2004. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain ("my lower back started aching / lower back pain (severe and persistent)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), the first episode of procedural pain ("little cramping"), the second episode of procedural pain ("the hsg was painful and horrible"), pruritus ("I'd wake up itching / itching on shoulders / extreme itching"), abdominal distension ("bloating"), nausea ("nauseated (very sick but never throw up)") with pallor, adnexa uteri pain ("pain in ovaries"), arthralgia ("knee pain / joint pain (severe and persistent)"), anxiety ("anxiety"), pain in extremity ("foot pain (severe and persistent)"), multiple chemical sensitivity ("chemical sensitivity"), food allergy ("food sensitivity") and pain ("stabbing pain"). In (B)(6) 2009, the patient experienced migraine ("my monthly pms migraines increased to way more often/could get 15- 20 headaches a month / migraines (severe and persistent)") and neck pain ("my neck started aching"). In 2013, the patient experienced mental disorder ("near having a nervous breakdown") with depressed mood. In 2014, the patient experienced dysmenorrhoea ("period time became dreadful for pain") and ligament sprain ("end up wih two sprains"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), inflammation ("chronic inflammatory response"), device toxicity ("poisoned"), night sweats ("night sweats"), vitamin d decreased ("low vitamin d"), fibromyalgia ("fibromyalgia symptoms") with pain, pyrexia ("low grade fever for 5 days"), contusion ("unexplained bruise appeared across my nose"), memory impairment ("memory really started getting off, short term was affected"), premenstrual syndrome ("pms"), dyspepsia ("digestive issues"), fatigue ("extreme fatigue"), bacterial vaginosis ("bacterial vaginosis"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), allergy to metals (seriousness criterion medically significant) with pruritus, emotional distress ("essure caused or aggravated any psychiatric and/or psychological condition (mental anguish, pain and suffering)") and gastrointestinal bacterial overgrowth ("sibo (small intestinal bacterial overgrowth) after essure removal"). The patient was treated with topiramate (topamax), alprazolam (xanax), rizatriptan (maxalt), axotal (fioricet), oral contraceptive nos and surgery (robotic full hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. In 2016, the back pain, pelvic pain, adnexa uteri pain, arthralgia and neck pain had resolved. At the time of the report, the post procedural haemorrhage, the last episode of procedural pain, pruritus, nausea, anxiety, pain in extremity, multiple chemical sensitivity, food allergy, pain, mental disorder, dysmenorrhoea, ligament sprain, device expulsion, night sweats, vitamin d decreased, fibromyalgia, pyrexia, contusion, memory impairment, premenstrual syndrome, dyspepsia, bacterial vaginosis, abdominal pain, mood swings, emotional distress and gastrointestinal bacterial overgrowth outcome was unknown, the abdominal distension, inflammation and device toxicity had not resolved, the migraine was resolving and the allergy to metals had resolved. The relationship of gastrointestinal bacterial overgrowth to treatment with essure was not reported. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, contusion, device expulsion, device toxicity, dysmenorrhoea, dyspepsia, emotional distress, fatigue, fibromyalgia, food allergy, inflammation, ligament sprain, memory impairment, mental disorder, migraine, mood swings, multiple chemical sensitivity, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, post procedural haemorrhage, premenstrual syndrome, pruritus, pyrexia, vitamin d decreased, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: hypersensitivity reaction to nickel or any other component of essure: no testing but I'd wake up itching with no rash and soon after removal, itching stopped, when shaving her legs, she had horrible pain in certain areas (electrical shock, stabbing, and burning). Consumer received treatment for bloating, joint pain, lower back pain, fatigue, migraines, anxiety, digestive issues since (B)(6) 2017 (adjustments, acupuncture and food sensitivity test; back on medication; novasure botox labs, xanax and to ice it; testosterone pellets botox; uti meds advised labs, vitamin d, and topamax) and for stabbing pain, ovary pain, neck pain, coil migration, itching, anxiety, nausea, foot pain since 2009 (botox labs, xanax and to ice it; adjustments to medications). Also for bacterial vaginosis on (B)(6) 2013, for abdominal pain on (B)(6) 2015, for excessive bleeding on (B)(6) 2014 and for mood swings on (B)(6) 2014. Symptoms resolver after essure removal : excessive bleeding, bacterial vaginosis, severe and persistent pain, incontinence, unexplained fevers, paresthesia, extreme itching, inflammation, lower back pain, all over body aches, flu like symptoms, knee pain, extreme exhaustion, and no will to live. She also reported in a social media post, when she was just over 2 years post op, that in the last few months (before the report) her migraines had almost gone away. She stated that treating sibo helped for bloat, but the inflammation would still cause some. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: everything was blocked x-ray - in 2015: one coil migrated in uterus and one was bent 2013 - pap smear, abnormal (unspecified) (B)(6) 2015 - pathology report: received uterus, cervix, bilateral fallopian tubes and left ovary. The endometrium has a thickness of 0.1 cm. The myometrium has an average thickness of 1.8 cm and is remarkable for a single intramural leiomyoma on the anterior fundus measuring 1.6 cm in greatest dimension. The left fimbriated fallopian tube measures 6.5 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present in the proximal end of the fallopian tube, consistent with an essure contraceptive device. The lumen of the fallopian tube is otherwise pinpoint and patent. The right fimbriated fallopian tube measures 7.0 cm in length x 0.5 cm in diameter and has a smooth, purple-gray serosal surface. A coiled metal wire is present at the proximal end consistent with an essure contraceptive device. The case has been identified during monitoring of postings on an FDA hosted docket website (case# (B)(4)). Concerning the injuries reported in this case, the following one was described in social media: gastrointestinal bacterial overgrowth. Most recent follow-up information incorporated above includes: on 2-feb-2018: social media post - migraine outcome (recovering); bloating outcome (not recovered); and new event (sibo (small intestinal bacterial overgrowth) after essure removal). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).